Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin.net device transmission with several inappropriate pause episodes. Review of the episodes revealed intermittent undersensing. Patient presented to the clinic and programming changes were made. However, episodes are still occurring since the programming change. It was discussed to reposition the device. No intervention has been planned yet.